Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014: electrocardiogram(ECG)=no myocardial infarction (mi). On (B)(6) 2017: electrocardiogram = new st elevated mi. On (B)(6) 2017: ck-mb = 3.60 ng/ml, normal upper limit 7.2. On (B)(6) 2017: troponin = 0.14 ng/ml, normal upper limit 0.023. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.5x18mm xience prime stent was successfully implanted in the left main (lm) coronary artery. Starting on (B)(6) 2017, the patient complained of unstable chest pain. On (B)(6) 2017, the patient was hospitalized. Elevated cardiac enzymes were noted and an st elevated myocardial infarction (stemi) was diagnosed. Imaging was performed, and the stent was observed blocked with stenosis. A coronary artery bypass graft was also placed in the mid right coronary artery (rca). The event resolved and the patient was discharged from the hospital. Per physician, the event of lm stent stenosis was possibly related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina, myocardial infarction and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: there was no treatment provided for the restenosed 3.5x18mm xience prime stent in the left main coronary artery.